Event description:
Additional information received reported that impedances were found to be high but were then re-checked at a higher voltage and found to be within normal limits. No actions were needed to resolve the issue. The impedances were resolved on the same day of the implant. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0kq70, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the healthcare professional (hcp) met with the patient last friday for an evaluation of tremor. The patient always had some issues with their right arm range of motion and right hand tremor, but the symptoms had been worse since the night prior to this report. The hcp wanted to determine if the tremor not improved was due to symptoms or the programming that they have done. During the appointment last friday, the polarity was changed from 2+,0- to 1+, 2-. The patient's tremor did not improve and they came back in monday to decrease the voltage, but the tremor did not improve. Impedances were measured and they were high. The following impedances were measured: c-0 = 2282, c-3 = 3194, 0-3 = 5335, 1-3 = 4054, and 2-3 = 4386 ohms. The ins was programmed to 1+, 2- at 2.2v, 90 usec, and 150 hz with a therapy impedance of 2434 ohms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.